Event description:
Additional information was reported that the cause of the stimulation turning on strong and turning off was due to the patient's adaptive stimulation (as) settings. The patient met with a manufacturing representative (rep) on (B)(6) 2020. The patient noted that it is off at the moment as her instructions per the rep. All is working well at this moment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a bone density test on (B)(6) 2020, and since having that test the implanted neurostimulator (ins) would turn on and off on its own. They explained that the stimulation would come on very strong for 1-2 minutes and then it would cut off, and it would occur when they were in certain positions (e.g., moving around, getting in and out of bed, doing dishes, getting up off the toilet). The patient confirmed this did not occur prior to the bone density test. They also clarified that the strong stimulation wasn't hurting them because they have back pain, but they wanted the stimulation to behave like it had prior to the test. The patient stated they would manually adjust the stimulation, they would just turn the stimulation down if needed, but due to the pain they were having, they would likely have to increase stimulation accordingly, until they could meet with a manufacturer representative (rep) to have the device checked. The patient was redirected to the doctor to schedule an appointment for a device check.